Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 5; cat# 5521-b-500; lot# idjv. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 5mal. Tri ts femur sz5 left; cat# 5512-f-501; lot# gkzn. Triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# m4l04ai. Tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m6s76ad. Tri rm/ll tib aug sz5 10mm; cat# 5546-a-502; lot# n3h53dr. Tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# n1n72er. Tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m7l45d. Triathlon femoral distal augment 10mm - size 5 left; cat# 5541-a-501; lot# hhxl. Triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; lot# dxlb. Tri post augment sz5 10mm; cat# 5544-a-500; lot# dteh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on a left knee due to instability.

Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.